Event description:
The clinician reported that on the day the dental implant was placed, in ada site #15 of the patient's mouth, failure occurred upon insertion. Patient presented with type ii bone and primary stability was not achieved. The implant was not covered with bone. The clinician reported stability not achieved. The device will be forwarded to the manufacturer for investigation. No further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in (B)(4) of the patient's mouth, failure occurred upon insertion. Patient presented with type ii bone and primary stability was not achieved. The implant was not covered with bone. The clinician reported stability not achieved. The device will be forwarded to the manufacturer for investigation. No further complications were observed.